Event description:
The catheter was torn off between 2 cm and 3 cm marker during the traction removal for replacement. It occurred about 120 days after placement. The catheter fragment with the air dome was not retrieved.